Event description:
In preparation for a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The physician screwed the knob upward to activate the carbon dioxide (co2) and it exploded and a piece of plastic dropped on the floor. The co2 canister flew across the room. No one was hurt. Per the user's report to the mhra, "on pressurizing the device it exploded with plastic debris and the gas canister ejected from the device." This occurred prior to patient contact; there was no impact to the patient. Further, no adverse effects to the user.

Manufacturer narrative:
Information regarding - suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle for activation of the carbon dioxide (co2) cartridge, which was returned separate from the device. The co2 cartridge was fully punctured. A round potion of the activation knob had broken from the bottom of the device. The broken piece of the activation knob was included with the returned device. The o-ring was missing from the regulator. There were no other anomalies noted with the regulator. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The physician screwed up the handle to activate carbon dioxide (co2) and it exploded and a piece of plastic dropped on the floor. The co2 canister flew across the room. No one was hurt. This occurred prior to patient contact; there was no impact to the patient.